Manufacturer narrative:
E1: initial reporter phone number is (B)(6).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was recently admitted to hospital following an inappropriate shock delivery. Boston scientific technical services (ts) was contacted and discussed that the shock was delivered due to over-sensed artifacts. This system had previously declared an untreated episode with similar artifacts in the past, and those artifacts were reproducible with provocative maneuvers. Ts provided potential non-invasive troubleshooting options. Diagnostic imaging was also reviewed, which showed a sharp curve in the electrode body. An assessment of the implanted device confirmed that the s-ICD device was functioning appropriately and could be left in situ following an electrode replacement. At this time, this s-ICD electrode remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was recently admitted to hospital following an inappropriate shock delivery. Boston scientific technical services (ts) was contacted and discussed that the shock was delivered due to over-sensed artifacts. This system had previously declared an untreated episode with similar artifacts in the past, and those artifacts were reproducible with provocative maneuvers. Ts provided potential non-invasive troubleshooting options. Diagnostic imaging was also reviewed, which showed a sharp curve in the electrode body. An assessment of the implanted device confirmed that the s-ICD device was functioning appropriately and could be left in situ following an electrode replacement. Recently, the s-ICD system was explanted and returned for analysis. Once the investigation is completed, this record will be updated with results. No additional adverse patient effects were reported.